Event description:
I am (B)(6) year old (B)(6) ophthalmologist (doing medical ophthalmology) who still work full time. I had been using behind the ear apair of hearing aids since 1979 and I always tried to have the best available; in fact I was doing good and functioning in a very good way. However, I did not know that cochlear implants (ci) have been practiced in increasing frequency for a while and my case was evaluated as a clear indication for ci. At the age of (B)(6) and having had coronary artery bypass surgery (open heart surgery) in (B)(6) 1997, I carefully searched for a surgeon to put in him the trust of performing this surgery. I saw dr (B)(6) in the university of (B)(6) on (B)(6) 2015, and it was agreed to have the surgery (B)(6) 2015. I entrusted dr (B)(6) for everything concerning this ci surgery and he decided to implant advanced bionics (ab) ci in my left ear; the cost of surgery us (B)(6) was paid in full upfront. Now two months after this surgery under general anesthesia, it was found that the advanced bionics device is faulty. We reported to dr (B)(6) who contacted ab and also offered re-surgery free of charge. You may well understand the concern and the reluctance of a (B)(6) year old physician to have re-surgery because of a faulty device that was said to be approved by FDA. Actually ab is keeping me in total blindness regarding the device that was implanted in my ear.